Event description:
Once eclipse was attached to vacutainer sleeve when you tried to align bevel by moving safety cover - the safety cover snapped off leaving no safety device or the needle because unsecured from sleeve.